Event description:
The procedure was coil embolization of the anterior communicating artery (not calcified and not tortuous), and while delivering the 5th orbit galaxy complex xtrasoft coil 3 x 6 coil (640cx0306/ 15364492) in an excelsior sl10 microcatheter (mc), the physician experienced difficulty in pushing the coil forward therefore he removed the coil from the patient. Once the coil was out of the body, the coil was found unraveled. The procedure was continued using other coils (details unknown) and was successfully completed. There was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. It is unknown where exactly the coil unraveled, and also unknown if the mc was replaced or not. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. After the event, the coil and delivery system was removed from the patient without any issues and loss of target site. No kinks were noted in the mc that may have contributed to the event. The complaint product is going to be returned for evaluation. No additional information is available. After the event, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc).

Manufacturer narrative:
The product was returned for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit galaxy complex xtrasoft coil 3 x 6 was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was unzipped and undamaged. The support coil, the gripper and embolic coil were received outside of the introducer, the support coil was found kinked, the gripper was found with no damage, embolic coil was unraveled and stretched and the suture was broken. The embolic coil and the gripper were inspected under microscope and it was confirmed that the gripper was undamaged, the embolic coil was stretched and the suture broken. The suture seems to be elongated before breaking occurred. The stretched condition of the embolic coil and the broken suture were apparently caused by the use of excessive force applied to the unit. The od from the delivery tube was measured and was found within specification. Functional test could not be performed due to the returned condition of the unit (coiled, kinked and damaged). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - impeded" could not be evaluated due to the returned condition of the unit. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched could not be conclusively determined, however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined, however this does not appear to be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Inspections are in place that prevents these kinds of failures leaving from the facility. Therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
There was difficulty advancing the 3x6 trufill dcs galaxy xtrasoft coil through an excelsior sl10 microcatheter (mc) and after the coil was removed from the patient's body it was noted that the coil was unraveled. The procedure was continued using other unknown coils and was successfully completed without patient injury. This was the fifth coil used for a coil embolization of the non-calcified non-tortuous anterior communicating artery of a 71 year old female. Prior to use, no defect (kink, bends etc) was noted on either the mc or the coil by visual inspection. It is unknown where exactly the coil unraveled. It is also unknown if the mc was replaced or not. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy complex xtrasoft coil 3 x 6 was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was unzipped and undamaged. The support coil, the gripper and embolic coil were received outside of the introducer, the support coil was found kinked, the gripper was found with no damage, embolic coil was unraveled and stretched and the suture was broken. The embolic coil and the gripper were inspected under microscope and it was confirmed that the gripper was undamaged, the embolic coil was stretched and the suture broken. The suture seems have elongated before breaking occurred. The stretched condition of the embolic coil and the broken suture were apparently caused by the use of excessive force applied to the unit. The od from the delivery tube was measured and was found within specification. Functional testing for advancement through a mc could not be performed due to the returned condition of the unit (coiled, kinked and damaged). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported difficulty advancing the coil system through a mc could not be evaluated with functional testing due to the returned condition of the device; however, the od was within specification. The reported unraveled coil was confirmed. Although the exact cause could not be determined, based on the elongation of the coil, it appears that it was caused by excessive force applied to the unit. Based on the analysis, there is no indication of a relationship to the manufacturing process and procedural factors appear to have contributed to the insertion difficulties and unraveled coil. Inspections are in place to prevent damaged devices from leaving the facility. Therefore, no corrective action will be taken at this time.